Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated they were called to assess baby¿s PICC line due to hub was filling with tpn and smof. Decision was made to change dressing and extension. During dressing change and after extension change, PICC line was found to be cracked and was leaking. Insertion date: (B)(6) 2023 (46 days in situ). Intervention: nnp was called to bedside and PICC line was removed, new PICC will be inserted later on.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. There have been no other complaints reported for this issue in the lot. One opened catheter was returned for review. A crack in the luer (hub) was confirmed that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and an internal investigation was initiated to address this issue. The investigation is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.